Manufacturer narrative:
(B)(4).

Event description:
The patient had several episodes where he went to the emergency room and personnel were not even aware of the pump. The pump was removed due to meningitis. He planned to control his medical issue with oral medications going forward and would not have pump reimplantation. After removal he was still having problems with the system. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.